Manufacturer narrative:
The reported condition of fail code 599 was not confrimed. Typically, this failure is associated with the user interface module communication with the pump head module.

Event description:
The facility reported a fail code 599. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.